Event description:
Levo infusing through pump, patient continuously hypotension to 70's. Increasing drops on pump, still running with no effect on bp. Pump did not alarm. Found that pump was not infusing levo drops.